Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that they experienced high blood glucose. The customer's spouse reported that they received a no delivery alarm. The customer's blood glucose was 448 mg/dl at the time of incident. The customer's spouse stated that the insulin did not exit during plunger push after disconnecting and reconnecting the tubing and reservoir. The customer' spouse was advised to change the infusion set. The customer's spouse stated that the insulin did not exit during plunger push with the new infusion set and the same reservoir. The customer's spouse was advised to change the reservoir. The customer's spouse stated that the insulin pump did not alarm no delivery with the new reservoir. The insulin pump will not be returned for analysis.